Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty connector at the radiofrequency board. The insulin pump was received with a cracked reservoir tube, cracked battery tube threads, a broken belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's son that the customer received a failed self test alarm. Customer's blood glucose level at the time was 226 mg/dl. Advised to discontinue use of the insulin pump. No additional info was provided.